Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Console logs from the reported day of event are partially consistent with complaint and show controller error alarm due to invalid crc in optical bench communication, however, there's no evidence that pump stopped on its own. The next two alarms, "impella stopped due to currents mismatch" and "impella disconnected / running pump disconnected" were the result of pump being purposefully unplugged from the console, after the first controller error alarm. The physical device was evaluated, and the reported problem could not be reproduced, and root cause is unable to be determined. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited an alarm controller error alarm followed by pump stop. The aic was replaced with another aic device and there were no further reported issues. No report of injury or harm to the patient.